Manufacturer narrative:
The insulin pump was monitored and rewound properly. No unexpected rewind errors or noise anomalies were noted. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 489 mg/dl. The customer treated herself with a manual injection. The customer stated her insulin pump was not rewinding correctly. The product has been returned. Nothing further was reported.